Event description:
It was reported that this right atrial (ra) lead exhibited noise. There was no indication of oversensing. The patient appeared to be in atrial fibrillation. There were high out of range ra pace impedance measurements observed which resulted in a lead safety switch. There was intermittent undersensing. Technical services discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).